Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death and whether the device was being returned was unknown. It was not provided that the outcome was device or therapy related.

Event description:
It was reported that the patient passed away due to acute respiratory failure, right ventricle (rv) dysfunction, acute kidney injury (aki), chronic kidney disease (ckd), dilated cardiomyopathy, chronic combined congestive heart failure (chf), acidosis and respiratory alkalosis. The cause of death was not related to the left ventricular assist device (lvad). The device operated as expected.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists other neurological events (not stroke-related), respiratory failure, right heart failure, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 lvas. This document also outlines indications of right heart failure as well as possible treatments. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists other neurological events (not stroke-related), respiratory failure, right heart failure, renal dysfunction, and death as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists neurologic dysfunction as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 also lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.